Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device plunger assembly was damaged. Therefore, the reported condition was confirmed. However, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopedic surgical procedure, it was observed that the foot control device did absolutely nothing. It was further reported that the console device was tested with other foot pedals and worked as expected. There were no delays to the surgical procedure. A spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.